Manufacturer narrative:
The last calibration performed on (B)(6) 2021 had no alarms. The calibration signals were slightly lower than expected for the first calibrator level and slightly higher than expected for the second calibrator level. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation time and speed were not done according to tube manufacturer specifications. Upon review of the alarm trace, an abnormal sample probe aspiration error occurred on a different module in the line on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an estradiol value of 5 pg/ml. The sample was repeated, resulting with a value of 1500 pg/ml. The sample was also tested on a second analyzer, resulting with a value of 1500 pg/ml. The estradiol reagent lot number was 50390601, with an expiration date of 31-oct-2021.